Event description:
It was reported that the patient presented to the emergency room experiencing chest pain, palpitations and diaphragmatic stimulation. Interrogation revealed loss of capture and sensing on the ventricular lead. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.